Manufacturer narrative:
The event is recorded by zimmer biomet under (B)(4). On march 27, 2017, it was reported that when a skin graft was attempted, the dermatome did not cut properly even after the blade was changed. The event occurred during surgery with no harm involved. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6), 2014 where it was reported that the device needed preventative maintenance and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, gears, swivel, and width plates were replaced. This is not a related issue. Initial qa inspection of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the customer did not return the device for repair. The reported even was non-verifiable as the device was not returned for evaluation or repair. The reported event was non-verifiable as the device was not returned for evaluation or repair. Hence, a root cause cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the skin graft was raised, the dermatome did not cut properly even after blade change. The event occurred during surgery. There was no harm reported in this event and no adverse events have been reported as a result of the malfunction.